Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An external visual inspection noted physical damage to the header. The ra terminal block is partially removed from the header and the seal plug is missing. There is a piece of wrench stuck in the set screw hex slot. Laboratory testing confirmed the field allegation of a set screw issue. No other anomalies were found.

Event description:
Boston scientific received information that during an elective replacement, a set screw on this cardiac resynchronization therapy defibrillator (crt-d) was stuck. The physician was unable to release the lead from the header and it had to be cut. The distal portion of the lead remains in the device header. There were no additional adverse patient effects reported.